Event description:
A malfunction alarm was reported. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the caller by providing information to reset the pump, which resolved the malfunction. The customer was able to continue using the pump without further issues and was advised to contact support if the problem recurred. The caller understood the instructions.